Event description:
It was reported that a patient atrial lead was implanted on (B)(6) 2025. The atrial lead was dislodged and confirmed via x-ray post-procedure on (B)(6) 2025. The dislodgement was associated with no capture. The physician elected to explant the atrial lead and replaced with a new lead. The patient was stable throughout.